Manufacturer narrative:
Additional information was provided indicating that the patient died 18 days post valve implant. The physician reported that the patient expired due to renal insufficiency occurring from the placement of the valve in the infrarenal aorta. An autopsy was not performed and the device was not explanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received or the product is returned, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the ann ulus during deployment. It was attempted to retrieve the valve through the sheath, however, was unsuccessful when the valve came off the delivery catheter system and was deployed in the infrarenal aorta. Subsequently, a second valve, was implanted successfully in the aortic root. No adverse patient effects were reported.